Event description:
The pt's family member called to report that pt just came home from the hospital due to their kidneys. Pt has diabetes and used the suspect device to check their blood glucose and obtained a result of hi. They took insulin accordingly and bottomed out. They were taken to the ER and their glucose was 37 mg/dl on a hospital meter. No other info was provided. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.